Manufacturer narrative:
The device involved in the event will not be returned for evaluation. The complaint cannot be confirmed. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached within the microcatheter. The entire system (catheter and coil) was removed from the patient successfully. No patient injury reported.